Event description:
It was reported that there was a system fault. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified that the device was last serviced 09-apr-2020 for an issue related to "screen damage". Visual and functional tests were performed, and the customer's reported problem was duplicated. The most probable cause for "system fault" is error code 112 which would be due to an intermittent motor. In order to correct the problem, the motor was replaced as well as the front/rear housing, housing seal, syringe, battery cap, keypad and rear label. The device has since passed all functional tests.